Event description:
It was reported that one arm is broken off. It was being used to reduce a distal radius fracture when one of the points snapped. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that one arm broke off. The present reduction forceps were analyzed for conformance to print specifications and no abnormal findings were identified. We are not able to determine the cause of this occurrence.